Event description:
It was reported that as the intra-aortic balloon (iab) was inserted through the sheath valve, blood regurgitation was confirmed. It was inserted as it was and therapy was initiated the customer considered the possibility of a malfunction from the situation and replaced the iab with a new one after percutaneous coronary intervention (pci) was completed. There was no patient harm or adverse event reported.

Manufacturer narrative:
(B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The iab was returned with the membrane completely unfolded and blood on the exterior of the catheter. No blood was observed inside the iab catheter. The extender tubing was also returned. A portion of the extracorporeal tubing and male leur was cut from the iab and not returned. An underwater leak test of the stat gard seal, balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. The reported event cannot be confirmed by the evaluation. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).

Event description:
N/a.